Event description:
The customer reported that while running an hiv-1 p24 antigen assay, the sample handler serial number 1789, did not deliver enough positive control into position e1 and failed to pipette sample into position a2. No error message was given. Co field service engineer was dispatched. This report corresponds to complaint number 97-00994-02.